Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of an unspecified cordis inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter, migration of the filter and stenosis of the inferior vena cava. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an unspecified cordis vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter, migration of the filter and stenosis of the inferior vena cava. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The filter was identified as a cordis product by computed tomography (CT) images.

Manufacturer narrative:
Additional information received per the patient profile form (ppf) states that the patient experienced tilt, migration of entire filter to heart, blood clots, clotting, and/or occlusion of the inferior vena cava (ivc). The patient has also experienced pain, suffering, and anxiety. Pain behind knees and in legs has made walking and the use of stairs painful and difficult. The form also states that the filter is inferior to renal veins. The apex of the filter touches the anterior wall of the ivc. The apex is distal to the renal veins approximately 19 mm. The ivc distal to the filter is narrowed, just proximal to the confluence with the common iliac veins. Additionally, the ivc proximal filter is narrowed. The patient became aware of the reported events seventeen years after the index procedure. Additional information received per the medical records indicate that the patient has a history of extensive deep vein thrombosis (dvt) for which she had the filter placed. Thirteen years after the index procedure, the patient had a left femoral facture and was in rehabilitation. She presented to the emergency room with extremity swelling, extensive bilateral deep vein thrombosis. A subsequent computed tomography (CT) venogram demonstrated occlusion of the filter. Another CT scan revealed extensive iliocaval and bilateral femoropopliteal deep vein thrombosis (dvt). Successful medicinal and mechanical thrombectomy were conducted. A CT scan seventeen years after the index procedure indicate that the patient has pulmonary nodules, small right adrenal gland nodules, simple left renal cysts and hernias (hiatal, periumbilical and spigelian). The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, g4, g7, h1 and h2. As reported, the patient underwent placement of an unspecified cordis vena cava filter. The patient is reported to have had a history of extensive deep vein thrombosis. Approximately thirteen years after the filter implantation, the patient experienced a left femoral fracture and developed symptomatic extensive iliocaval and bilateral femoropopliteal deep vein thrombosis (dvt) that extended into the inferior vena cava (ivc) and filter. The patient underwent mechanical thrombectomy and thrombolysis with improved flow but with persistent thrombus in the ivc and filter. Approximately seventeen years after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed that the filter was located inferior to the renal veins. The study for revealed that the apex of the filter was touching the anterior wall of the ivc and was distal to the renal veins by approximately 19mm. Without extraluminal extension of the struts. The scan also noted that the ivc distal to the filter was narrowed just proximal to the confluence of the common iliac veins and the proximal filter was narrowed. The patient also reported that the filter had tilted and was associated with blood clots, clotting and/or occlusion of the ivc. The patient further reported having experienced mental anguish, pain, suffering, walking difficulty and anxiety associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, migration could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Stenosis, blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported pain, leg swelling and walking difficulty experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.